Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by an external company. We do not have detailed information regarding the repair. Reported technical error is alarm 'breathing fatal persistent memory error', which is implemented in breathing subsystem. It shall be triggered when the breathing subsystem detects that the persistent memory is corrupt and shall be deactivated at restart only. When the breathing subsystem detects that ventilation settings in the persistent memory still is corrupt despite one restart, the breathing subsystem shall be set in a safe condition until power is cycled. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code remains, this may indicate a hardware error. Unfortunately the device's logs were not provided for further analysis. The root cause to the reported issue has not been determined. The correction of fields d1 brand name and d4 version or model # was required. This is based on the internal evaluation. Previous brand name: servo-I. Corrected brand name: servo-I base unit. Previous version or model #: servo-I. Corrected version or model #: 6487800. H3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).